Event description:
On (B)(6) 2010, a (B)(6) female pt underwent a craniotomy for a tumor. During surgery, there were loud clicking noises coming from the excel console and there was also fluid draining our of the bottom of the unit. The unit was opened and evaluated by the biomedical dept of the hospital and "found a hole in the tubing and spliced". There was a one hour delay in surgery. The use of the product was discontinued. The unit was repaired by the biomedical dept. It was reported that the unit was brought back into the operating room and the case was completed. There was no pt injury reported. Pt outcome was unk.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.